Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x28mm synergy ii drug-eluting stent was advanced but device was unable to cross the lesion. The device was then removed from the patient to further prepare the vessel. However, prior to re-entry of the device, it was noticed that the stent was burred. The procedure was completed with a 3.0x24mm synergy stent. No patient complications were reported.